Manufacturer narrative:
(B)(4). Baxter received one unit for evaluation. Visual inspection did not reveal any physical abnormalities. The returned unit was functionally tested and the fluid flowed correctly through the tubing with no leaks noted. The unit was determined to meet product specifications. A batch review was conducted with no issues noted during the manufacturing process for this lot. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leak between the spike and luer lock of a clearlink non-vented spike administration set. This event occurred during use, though no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.